Manufacturer narrative:
Per data log review: the log showed that the issue likely occurred on (B)(6) 2021. On (B)(6) 2021 when a perfusion screen was opened, only one of the two temperature modules were online. The other temperature module was not put online and any temperature icons assigned to it would have had a '?' On the icon(s). The temperature log showed many 'entering broken mode' events which were 'controller area network (can) lines test failed'. This will prevent the module from connecting to the can line and cause a '?' On the associated temperature icons. The next time the perfusion screen was opened both the temperature modules were put online, likely after the suspect module was moved to a different network interface card (nic) port as reported. The log confirms the complaint. The field service representative (fsr) was unable to duplicate the reported issue. The fsr conducted preventive maintenance (pm) and replaced all normal pm parts. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a question mark on the temperature icon. The temperature module was moved to a different location on the network interface card (nic) board and the issue was resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.